Event description:
Boston scientific crm received information that this epicardial patch exhibited >125 ohms shock impedance in all vectors. It was determined that this patch which was plugged into the distal port, had became fractured. Therefore, shock therapy could not be guaranteed. The patient was noted as pacemaker dependent, but there was no evidence of impact on critical therapy.

Manufacturer narrative:
This epicardial patch was surgically abandoned. If new information becomes available, this report will be further evaluated and updated.